Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following warning: malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure.

Manufacturer narrative:
Date of event - (B)(6) 2013 was the date of the revision procedure where the malpositioned cup was removed and replaced.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013 allegedly due to mal-positioning of the acetabular implant. Acetabular cup and modular head components were removed and replaced.